Manufacturer narrative:
Clinical evaluation performed by clinical affairs department. Few months after primary tka, stiffness is felt by the patient and mobilization under anesthesia is carried out. According to the surgeon, this treatment solved the problem. The surgeon himself said that this is a type of situation that occasionally presents itself after tka, and he thinks there is no relation whatsoever with the device implanted. Edited fields: h11, added clinical evaluation.

Manufacturer narrative:
Batch review performed on 15-apr-2025. Lot 2416833: (B)(4) items manufactured and released on 07-aug-2024. Expiration date: 24-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-spherika 02.12.0410crr tibial insert fixed sphere cr size 4/10 mm r (k181635) lot 2409768: (B)(4) items manufactured and released on 28-may-2024. Expiration date: 15-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka04r femoral component spherika cemented s4r (k211004) lot 2347597: (B)(4) items manufactured and released on 29-apr-2024. Expiration date: 11-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.t3i4r tibial tray fixed cemented # t3i4 r (k121416) lot 2341924: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 18-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting stiffness at about 5 months after the primary. Rehabilitation has been performed in order to restore the joint mobility.